Event description:
A malfunction alarm occurred, identified as malfunction code 12, according to the report. The customer's blood glucose level exceeded 500 mg/dl, but the exact value displayed was "high." No corrective actions were initially taken by the caller to address the high blood glucose levels. Technical support provided information and assistance with resetting the pump, and after performing the reset, the malfunction code did not recur.